Manufacturer narrative:
As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. The biomed at the user facility reported that the sdi port a and b were not functioning on the monitor. The monitor could no longer be repaired by olympus. The biomed stated that the monitor was going to be replaced on site. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
A user facility reported an unsupported signal displayed on the liquid crystal display (lcd) monitor. No patient involvement or injuries were reported. No additional information has been obtained.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined that the image processing board and/or the power supply board likely failed due to deterioration associated with the age of the device.